Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid procedure, there was a staple line leakage. During a sigmoid procedure (B)(6), the device was used on rectum-colon. The surgeon cut, stapled, then did the anastomosis. No unexpected noise was heard. No resistance was felt by the surgeon. After use, all buttons and triggers returned to their original place. The surgeon had no difficulty removing the device from the patient's tissues. No buttressing material was used. The cartridge used was blue and it was the first one. The tissue stapled was never been radiated. On (B)(6), the patient presented a transrectal hemorrhage with hemoglobin at 7-8 g/dl. The patient had to get blood transfusion. The surgeon did a washing of the clot in ice water. The patient was discharged and is fine today. One device was discarded. Additional information being requested.